Event description:
It was reported that during a shoulder reconstruction the tip of the handle broke while punching it. The surgeon was able to retrieve the part out of the patient. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 21-dec-2021 dw update. Further information was provided that the tip of the shaft was bent.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-3632sp-1 was received for investigation. Visual inspection identified that the distal end of the fibertak was severely bent, although no breakage was present. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.